Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00415, 3005168196-2018-00416. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a bleeding aneurysm in the posterior communicating artery (pcomm), using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully deployed and detached multiple pc400s in the target vessel using the px slim. While advancing and withdrawing another pc400 coil through the px slim, the physician experienced resistance and the pc400 unintentionally detached within the px slim; however, the physician was able to push and successfully place the detached pc400 in the target vessel. Next, the physician attempted to place another pc400 in the target vessel. However, while advancing and withdrawing the pc400, the physician experienced resistance again and the pc400 unintentionally detached within the px slim. When attempting to maneuver the detached pc400, the pusher assembly of the pc400 perforated the px slim. Therefore, the px slim was removed with the detached pc400 and the pusher assembly inside, as the physician aspirated through the px slim. The procedure ended at this point. It was reported that the physician needed to apply force while placing the pc400s due to the high packing density of the target location. The patient passed away due to the bleeding of the aneurysm. The physician reported that this adverse event was due to the patient¿s condition, not the penumbra products.